Event description:
The customer's mother reported via phone call that the battery was not lasting on the insulin pump. The mother stated the battery had to be replaced every two to three days. The customer has tried a new battery cap, but the same issue persisted. Customer's blood glucose was 159 mg/dl. Troubleshooting confirmed the battery did not last for more than one week on the insulin pump. The customer was advised the insulin pump needed to be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with high stop/idle current due to short at the lcd driver board. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.